Event description:
Reportedly, during pt use, a "backup battery failure" occurred. The pt was manually ventilated and then transferred to another unit. There was no serious or negative pt consequences reported.

Manufacturer narrative:
(B)(4).